Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information via a latitude red alert that this implantable cardioverter defibrillator (ICD) displayed low shocking impedances less than 20 ohms. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.